Manufacturer narrative:
The fiber was returned to the manufacturer for evaluation. Analysis found that the fiber functioned as designed, but there was physical damage on the unit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: product ID: 9735560, serial/lot #: (B)(4), ubd: 09-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation procedure. It was reported that the laser fiber experienced an out of box failure (oobf). It was reported that when opening a kit, the clear cap fell off the unit and onto the floor. A second kit was opened to collect a second clear cap to use. It was noted that the laser fiber was then not inserted as it was noticed there was a "kink" in the fiber. An additional laser fiber was opened to continue with the procedure. There was a reported delay to the procedure of three minutes due to this issue. There was noreported impact on patient outcome. (B)(6) 2021 e1 (rep): no new information